Manufacturer narrative:
Investigation: no samples were received for investigation, in which the customer has reported experiencing cracking of the drip chamber of an 03508060270 product from lot 11017940. The customer did however provide a photograph, which confirms the presence of a crack in the drip chamber wall. A review of the production records for lot 11017940 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that there have been other complaints for cracks to this drip chamber component, however this is considered a rare occurrence. In response to previous similar feedback, bd has successfully performed an extensive review of alternative drip chamber materials. Initial testing indicates that alternative materials can further reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed prior to the release of this new component. Please note while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ gravity infusion set drip chamber broke and leaked antibiotic medicine. The following information was provided by the initial reporter, translated from italian to english: "during acupressure on the drip chamber of the infusion chamber in question, which was used for infusion of an antibiotic, it broke. This is the second incident."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 11017940 was not found for the reported catalog# 3508060270. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ gravity infusion set drip chamber broke and leaked antibiotic medicine. The following information was provided by the initial reporter, translated from (B)(6) to english: "during acupressure on the drip chamber of the infusion chamber in question, which was used for infusion of an antibiotic, it broke. This is the second incident."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 11017940 was not found for the reported catalog# 3508060270. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ gravity infusion set drip chamber broke and leaked antibiotic medicine. The following information was provided by the initial reporter, translated from (B)(6) to english: "during acupressure on the drip chamber of the infusion chamber in question, which was used for infusion of an antibiotic, it broke. This is the second incident."